Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the implantable neurostimulator (ins) experienced an issue where settings were not available, described as "out of regulation (oor)." The device remains implanted and in service. The patient is alive with no reported injury. No troubleshooting was performed, and the issue is ongoing. The patient has an appointment for further evaluation. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). Rep reports that electrodes 8, 10, 11 high impedance all are labeled avoid 40,000, 21 ,550, 20,900.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported the patient called the rep to help with charging, and the rep found out the patient had fallen within the last few months. The impedance check showed electrodes 8, 10, 11 were high. The cause was unknown. The patient overall hasn't had relief and wanted the system removed.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reports cause of high impedance was not determined. On (B)(6) 2025 they gave the patient ld program that covers her pain. Issue is resolved. Information confirmed. Rep will continue to update should they become aware of any new additional information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the cause of the high impedances was unknown, the patient stated they had a bad fall and it took them an hour to get off of the floor. The patient did not receive relief due to the representative being unable to use the top of the lead electrodes which had high impedances. The date for removal has not been scheduled as the patient wanted to wait until the end of summer. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.